Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed q-syte units from lot number 7349691. A gross visual inspection of the returned units found that the septum on both units was yellow. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Discoloration of the q-syte septum may be raw material related; however, no quality issues were found for the inspections of the raw material lots used to produce the silicon septum. During the manufacturing process of a sub-lot, discoloration may occur during the adhesive curing process if the part remains in the oven beyond a set time. There is an automated rejection set for the parts that are left in the oven beyond a prescribed time period due to downstream stoppages. No other failure modes that may cause discoloration were found during the manufacturing process. During handling/storage of the product discoloration may occur. The storage conditions of the product may have resulted in discoloring of the septum as revealed by the possible uv light discoloration during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that prior to use with 3 bd q-syte¿ needle-free connector the septum was discovered to be yellow. The following information was provided by the initial reporter, translated from chinese to english: when not used, septum turns yellow.

Event description:
It was reported that prior to use with 3 bd q-syte¿ needle-free connector the septum was discovered to be yellow. The following information was provided by the initial reporter, translated from (B)(6) to english: when not used, septum turns yellow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 bd q-syte¿ needle-free connector the septum was discovered to be yellow. The following information was provided by the initial reporter, translated from (B)(6) to english: when not used, septum turns yellow.